Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The impactor plate and end of the cup impactor broke when impacting the cup. Tha case delayed less than 5 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the impactor plate and end of the cup impactor broke when impacting the cup. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 32456 and (B)(4) devices were accepted into final stock on 11/12/2015 and (B)(4) devices were accepted on 11/17/2015 and (B)(4) devices were accepted on 11/30/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32456 shows 02 additional complaints related to the failure in this investigation. Complaint pr:1257480, 1389759. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
The impactor plate and end of the cup impactor broke when impacting the cup. (B)(4) case delayed less than 5 minutes.